Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to his blood glucose reading was elevated from 160 mg/dl to 400 mg/dl while on insulin pump therapy. In addition, he claimed he ¿almost died¿ several times while he managed his diabetes with the animas insulin pump. The patient did not want to complete troubleshooting at the time of concern and insisted that animas gives him a refund. The patient declined to provide any further information surrounding the reported incident. There was no report of any required medical intervention to suggest a serious injury. This complaint is being reported because the patient claimed he ¿almost died¿ several times while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/05/2014 with the following findings: no defect was found. Pump passed flow accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.